Manufacturer narrative:
The solitaire fr revascularization device was returned within a shipping box; within a plastic bio-pouch; and within an opened solitaire fr inner pouch. The solitaire fr was returned outside the introducer sheath and the introducer sheath was not returned. Visual inspection/damage location details: the solitaire fr stent device was found separated into two segments. No bends or kinks were found with the solitaire fr pushwire or marker coil. However, the solitaire fr was broken at detach wire ball. Visual inspection showed no irregularities outside of the detachment zone area. The solitaire fr stent non-working (tear drop) and working length struts were found in good condition. No other anomalies were observed. Testing/analysis: a portion of the of the broken detach wire ball was cut and sent out to element labs for sem (scanning electron microscopy) analysis. Conclusion: based on the device analysis and reported information, the customer¿s complaint was confirmed as the solitaire fr stent device was found separated into two segments. However, the root cause could not be determined. Per the sem analysis report, the fracture features observed indicate a tensile overload type failure. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent fell off automatically and got stuck in the intermediate catheter. The stent was reselected and follow-up was normal. The patient was undergoing surgery for an internal carotid artery occlusion and recanalization operation. The stroke onset to reperfusion time was 119. The devices were prepared as indicated in the IFU. Ancillary devices include: a guide catheter, a microcatheter, and a guidewire.